Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. H4: the lot was manufactured between february 12-13, 2024. H11: a photograph of the sample and the actual device was provided for evaluation without containing fluid in the bladder. Visual inspection of the photo sample did not show fluid leak from the device's blue winged luer cap. Visual inspection on the returned sample noted the blue winged luer cap was securely attached to the device's flow restrictor. A functional leak test was performed and no signs of leaking were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked after the flow limiter was tightened during setup. The device contained fluorouracil and 0.9% normal saline having a total volume of 200ml. There was no patient involvement. No additional information is available.